Event description:
It was reported that this left ventricular (lv) lead was performing different than expected. It was suspected that something might have happened few months ago as the trends were showing different measurements. No further information was provided, and this lead remains in service.